Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg) it exhibited no output. After removing the ipg from the pocket it was noted that the set screw holding the ventricular ring electrode was stripped. The ipg was not implanted.